Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during preparation of the steerable guiding catheter (sgc), a sticker was found on the sgc shaft, and if the device were used in the anatomy, there is a potential to introduce foreign material into the anatomy. It was reported that during preparation of the sgc, the sticker that is used to close the accessory bags was found on the sgc shaft. The sgc was not used in the anatomy and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The complaint device was not returned; however, based on the reported information and the images provided by the account, it was determined that the reported sticker adhered to the shaft was confirmed. It is unlikely the issue occurred during manufacturing, but was possibly caused during handling and transportation. During sudden movement, the sticker could detach from the pouch and adhere to the steerable guide catheter (sgc) shaft. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. There is no evidence to indicate that a wider population of product has potentially been impacted. The performance of these devices will continue to be monitored.